Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record reviewed showed that there were no functional issues on the molded components involved related in this complaint. Customer complaint cannot be confirmed based only on the information provided , to perform an investigation and determine the source of defect reported is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customers on issues related to oxygen escaping.

Event description:
The customer alleges that the oxygen is escaping through the unit. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. The sample was then placed carefully on an oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no oxygen leakage was found. The damage observed on the thread could be generated by an incorrect assembly on the oxygen flow meter. This would cause oxygen to escape since there would not be a correct seal between adaptor and oxygen flow meter. A CAPA file was opened to further investigate this issue. . The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor.

Event description:
The customer alleges that the oxygen is escaping through the unit. No patient injury reported.